Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had an infection, erosion, and drainage at the wound on the left scalp. No environmental/external factors were thought to have led or contributed to the issue. It was reported the wound was cultured on (B)(6) 2018 revealing citrobacter freundii. The wound was opened, washed, and closed. The issue was resolved and the patient was alive without injury at the time of the report.